Event description:
This complaint was reported via medwatch from FDA #(B)(4). The complaint states that the epidural catheter attempted to advance with placement. The catheter did not thread and was withdrawn. The tip marker did not come back when the catheter was removed. Less than 2mm of the tip of the epidural catheter was retained.

Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on the epidural catheter and needle with no relevant findings. Visual inspection could not be performed as no sample was returned for analysis. The customer did provide a photo that shows a damaged catheter reference files pic2-tc# (B)(4). A review of design change history for kit ak-05502, part number nz-05500-001, and kz-05400-002 was performed as a part of this inves tigation. No design changes have been made to this product in the past two years that would have led to this complaint. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural catheter and needle with no relevant findings. The customer did provide a photo that shows a damaged catheter. However, without the actual sample, the potential cause of catheter not threading could not be determined based upon the information provided.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
This complaint was reported via medwatch from FDA # (B)(4). The complaint states that the epidural catheter attempted to advance with placement. The catheter did not thread and was withdrawn. The tip marker did not come back when the catheter was removed. Less than 2mm of the tip of the epidural catheter was retained.